Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the fractured implant was detected on an x-ray belonging to a different complaint.the doctor who sent the x-ray does not have the patient treantment history, therefore no additional information is available. The product is not available for investigation. It is possible, that this event has already been reported.

Event description:
It was reported that a patient experienced a dental implant fracture.